Event description:
Complainant alleged that during preventative maintenance the device was unable to display an ECG signal with paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.